Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) was fully inserted into the patient¿s operative eye. The capsule tore and the iol was removed. A vitrectomy was required. The procedure was completed successfully with a non-jnj lens. The device is not available for return as it was discarded. The customer declined to provide patient demographic information due to patient privacy. No further information was provided.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: declined to provide due to patient privacy. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the customer did not provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.